Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred and during pump system check with tandem technical support, air bubbles were observed in the tubing. Customer changed pump supplies to resolve the issues. Customer's blood glucose (bg) was 515 mg/dl and insulin injection was administered to address bg.